Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) year-old female consumer in (B)(6) on (B)(6) 2016 and forwarded to bayer on (B)(6) 2016. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. The consumer's concurrent condition included nickel allergy. There were complications during insertion. The release right did not go normal, the device did not release. Due to lengthy manipulation there was no good image anymore for the left side to place. The procedure was then ceased, because there was doubt whether the right device was inserted correctly. A check abdominal ultrasound showed that the right device was placed well. This is why the left device was placed 1.5 months later. Consumer experienced hip pain, head pain, eye pain, depressive feelings, increased/decreased weight, loss of libido, mood swings, vision problems and heavier menstruation. Essure influence in daily life included work-related problems, problems with daily tasks and relation and/or family problems. Consumer contacted a doctor, visited a medical practitioner and a blood test was performed but no result was provided and was planning to remove essure. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) year-old female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation. She contacted a doctor, visited a practitioner and was planning to have essure removed. Menorrhagia is listed in the reference safety information for essure. Considering that essure may cause changes in bleeding patterns and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 06-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms, which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 276 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had heavier menstruation. She contacted a doctor, visited a practitioner and was planning to have essure removed. Menorrhagia is listed in the reference safety information for essure. Considering that essure may cause changes in bleeding patterns and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.